Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, the patient had discharge at the stoma site. The patient was prescribed with thiocillin pomade and augmentin 1000mg tablet. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.